Event description:
High, out of range defibrillation impedance on the right ventricular (rv) lead was noted due to twiddler's syndrome. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned for analysis. Visual and x-ray examinations revealed both right ventricular (rv) lead cables were abraded and were separated in the external insulation abrasion proximal to suture sleeve impression region. The cause of the reported event of high lead impedance was isolated to this abrasion consistent with lead friction to the device can. Electrical tests did not reveal any shorts on any conduction paths. Lead impedance tests showed pacing lead impedance was normal, but high voltage lead impedance was high.